Event description:
It was reported that the device was explanted in 2007 after an implant duration of zero days, due to unknown reasons. No further details were provided. Information was learned from implant pt registry.

Manufacturer narrative:
Device not returned.